Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not performed according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was also confirmed that reprocessing was not implemented according to the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Bending section cover had a scratch. Adhesive on bending section cover had a crack. Adhesive on bending section cover had white-clouded area. Image guide protector was damaged. Switch button 1 had a scratch. Switch button 2 was deformed. Plastic distal end cover had a dent. Connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had poor water supply. The intended procedure was an upper endoscopy for inspection purposes. The procedure was completed by using another device. There was no report of patient harm associated with this event. During incoming inspection, the nozzle was clogged with foreign matter. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. User facility does not know when the foreign object adhered to the scope. There was no time lag between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with a gauze, brush, or sponge. The air/water nozzle was flushed with a detergent solution.